Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted during interrogation that high pacing impedance and no capture at high thresholds was observed on the right ventricular lead. Other parameters such as sensing and high voltage impedance were stable. Isometric testing and pocket manipulation revealed no noise. The physician opted to program off tachycardia therapies and schedule the patient for a chest -ray. Lead revision was discussed but not scheduled. The patient was asymptomatic throughout the exam. There were no adverse patient consequences.